Event description:
During a cystoscopy, retrograde pyleogram and ureteral stent placement sounds were heard when electrosurgical unit was used. Cord to bovie was checked & changed. After procedure, the bovie grounding pad was removed from the pts right thigh and a burn was noted approx the size of a quarter, blackened in color. Bacitracin ointment was applied to the area and pacu nurses were alerted to watch for skin irritation. No other irritation was noted. Inspection of grounding pad reveals a darkened area on conductive surface in one corner of the pad approx the size of a dime. Problem reported to customer svc at conmed, corp. Prodcut returned for eval on 10/10/97.